Event description:
Patient has three chest tubes. One had a stop cock connecting the chest tube and drainage tubing. While turning the patient, the nurse working with her discovered that the chest tube had disconnected and a large volume of chest tube drainage was on the sheets below the patient. Nurse noted the stop cock had broken into two parts with one of the parts broken off in the chest tube tubing. A stat chest xray was ordered which confirmed that chest tube was still in place and no changes from prior xray.